Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 477 mg/dl. The customer experienced symptoms such as cottonmouth, fatigue, slightly confused. Customer declined troubleshooting for high blood glucose. The customer treated their high blood glucose levels with manual injections and insulin pump. The customer also reported that insulin pump received no delivery alarm and it was found that it caused due to infusion and reservoir occlusion. The insulin pump will not be returned for analysis.